Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on electrical board, insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer stated the battery cap was not loose, cracked or damaged. Advise customer they may continue to wear pump until replacement arrives, if they insert a new battery. Customer's outcome pertaining to the complaint. The device will be returned for analysis.